Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. Will not lock the casters swivel.